Manufacturer narrative:
(B)(4) 2014 - we were informed the device had been returned for analysis on (B)(4) 2013. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated revealing the battery status bol. During the interrogation it was noted that lead impedance measurement values were not displayed on the programmer. No further anomalies were noted. Therefore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. During the analysis, the pacemaker's memory content was thoroughly analyzed. The analysis revealed a severely inconsistent memory content which was not automatically recoverable by the pacemaker. In particular, a specific area was affected that led to unsuccessful lead impedance measurements in bipolar as well as in unipolar lead configuration. Therefore, the pacemaker was not able to start the auto-implant-detection after connecting the leads leading to the clinical observation. Further analysis revealed that the safety program was programmed successfully during the implantation procedure to activate the therapy functionality manually. However, appropriate lead impedance values were still not available. Only a manually triggered reset of the device will recover the inconsistent memory content and provide appropriate lead impedance measurements. In summary, the clinical observation resulted from an inconsistent memory content. The root cause for the inconsistent memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the inconsistent memory content the device was operating as specified.

Event description:
Ous MDR - it was reported that during the implantation of this pacemaker, a loss of capture was observed. The physician decided to implant a new device. No adverse patient side effects have been reported.